Event description:
It was reported the device was explanted and replaced due to a "failed battery." No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) battery depletion-normal; it was noted that two ventricular grommets (distal and proximal) were missing and that the ventricular distal setscrew was missing.